Manufacturer narrative:
Despite multiple attempts, no additional details about this event were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a high out of range pacing impedance measurement of greater than 2000 ohms on the right ventricular channel. At this time no changes have been made and the pacemaker remains in service. No adverse patient effects were reported.